Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10: it was reported in the previous medwatch that the report was submitted by depuy mitek in error, it was submitted by depuy synthes joint reconstruction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the described failure by the customer was resolved through remote support. The field service engineer (fse) connected via remote support with clinical education team and confirmed no failures were identified. Fse confirmed the system was performing as intended. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. "We did use conventional blocks for some recuts and assessments. We used a bigger sulcus block for our sulcus cut. The surgeon vacillated on using a larger cemented femur." "As soon as he was finishing the anterior resection, he had a notch concern but the stylus was still showing accurate at 0 anterior." "Planned pressfit. Cemented femur only due to fracture concerns." "Gap balance was great and I think we will have a great outcome." "We used the 4in1 block but got him to finish his femoral cuts with the robot.".

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that the anterior cut overcut and notched the femur. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10: concomitant device: velys base station device, therapy date: (B)(6) 2025.